Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Review of the device image noted noise on all three channels. Visual inspection identified the lv septum to be slightly damaged. As the lv set screw was not returned, a test set screw was used. Test leads were inserted and no anomalies were found. Visual inspection of the rv/svc set screw identified silicone material inside the set screw hex cavity. However, this did not affect the device during testing as it was not a contributing factor to the cause of noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined. (B)(4).

Event description:
It was reported that during procedure for an unrelated event the set screws on the device were found to be abnormal. Due to the uncertainty of the functionality of the set screws the physician elected to explant the device. A new device was implanted. Patient is recovering.